Manufacturer narrative:
Other text: d10: device available for evaluation, h6: event methods, evaluation, and conclusion codes: updated. Two photos and one sample device were received for investigation. Both photos depict the complaint sample. The reported complaint was confirmed during visual inspection of the device, which verified the end of the connector was damaged and detached from the tube. Further examination of the damaged area determined that the connector had been previously joined to the tubing. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the available information the investigation confirmed the complaint, and attributed the device condition to improper use of the product. No actions have been assigned at this time.

Manufacturer narrative:
Lot number, expiration date and device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the et tube was defective (tube inside of the tube) making it hard to ventilate. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.